Event description:
Pt was admitted to hospital for removal and replacement of bilateral breast implants and bilateral capsulectomies secondary to pain, discomfort, displacement of implant and bilateral capsular contractures. Both breast implants were found to be intact during surgery.